Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient presented with st-segment elevation myocardial infarction- severe left main into chronically diseased left anterior descending artery with acutely diseased circumflex. The patient was placed on impella cp for support to assisted percutaneous coronary intervention (pci). Pci was performed on the left main to circumflex and left anterior descending - culotte stenting. The impella was weaned down and removed successfully. It was reported that femstop was applied due to hematoma. The patient survived.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the access site adverse event: the cause of the bleed was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.